Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reports that while recharging the recharger cable is not getting hot, but the pt did mention implant feels hot from the inside while charging and aches. Pt mentioned having lots of weight loss so the ins is more prominent on the skin and pt wears a brace to protect the ins. Pss did not have a chance to ask patient weight. Pss confirmed no damage to recharger, no heat from recharger. Pss reviewed how pt can change charge speed and general charging expectation for warmth. Pt will assess after new controller is received.